Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately after the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was reported due to complete heart block (chb). No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that following the implant of the valve, the persistent atrial fibrillation (afib) worsened and chb occurred on the day of the valve implant. Three days later the permanent pacemaker was implanted. Seven days following the implant of the valve, electrocardiogram (ECG) again showed complete heart block (chb) during pacing. No additional adverse patient effects were reported. Updated : date of the event: (B)(6) 2018 added.relevant history. If information is provided in the future, a supplemental report will be issued.